Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum, the bottom of one device ruptured and specimen leaked out. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received 1photo for investigation. The photo was reviewed and the indicated failure mode damaged tube was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination or functional testing] and the issue of damaged tube was not observed. However 10 retention samples from bd inventory were evaluated by functional testing and the issue of damaged tube was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum, the bottom of one device ruptured and specimen leaked out. There were no health consequences or impacts reported.